Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was evaluated where it was also confirmed that the front panel was blinking. Based on the results of the investigation, it is likely the following led to the blinking front panel: a faulty scope connector. However the root cause of the fluid invasion inside the front panel couldn't be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited liquid intrusion in the front panel that reached the board. There were no reports of patient involvement.